Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that he needs to change his basal rate, he dropped it while in the hospital and needs to set it back up. He is waking with higher blood glucose than normal. The caller had an infections and cellulitis and happened to have a high blood glucose from it. He was treated at the hospital with manual injections, but was allergic to the insulin they gave him. The caller declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.